Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. It was reported force was applied during removal of the device which likely contributed to the shaft separation. The xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during withdrawal of the stent system, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely an interaction with the patient anatomy contributed to the failure to advance. Furthermore, force applied as resistance was encountered would have resulted in the shaft kinking and ultimately separating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during advancement to the lesion, the xience prime stent delivery system proximal shaft separated and was removed without reported issue. A different device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.